Manufacturer narrative:
On 13-aug-2021, mentor received additional information regarding the patient¿s symptoms. Some of the patient¿s symptoms were improved after the revision surgery. On 16-aug-2021, it was found that d.9. And d.8. Fields were omitted on initial report. On 6-sept-2021, it was found that wrong symptom was listed in b5 on the initial report. Manufacturer's reference number: (B)(4). The d.9. And d.8. Fields have been updated. Breast fog was inadvertently reported as one of the symptoms on the initial report. The patient experienced brain fog.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a revision breast augmentation with two 255cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including fatigue, breast fog, joint pain, and headaches. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2021. Upon explantation, left-sided rupture was observed. The implants were inadvertently discarded and are not available for product evaluation. This report is right-sided prosthesis.